Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported device powers off without user input was not reproduced during evaluation. The customer's battery was not returned with the device, therefore the only additional testing that could be performed were with known functional parts. The device was determined to meet all product specifications related to the reported event. The reported symptom could not be verified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without user input. There was no patient involvement. No additional information is available.